Manufacturer narrative:
The customer has a service contract with dmts and at the last servicing in (B)(4) 2013, the foot section was functioning properly. We conclude that the issue was not caused by a design flaw, but was a result of the foot section falling to the floor sometime before this incident and suffering a bend that was overlooked by the customer. The pt required sutures to the head laceration and is recovering. Dmts field service engineer instructed customer to exchange the bent lever before next treatment. (B)(4).

Event description:
After treatment, the pt attempted to step off of the stretcher, the foot section loosened and the pt fell on his head, receiving a laceration. Event took place in (B)(6).